Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 132 mg/dl. During troubleshooting, customer changed battery and display did not return. Troubleshooting could not be completed as call was dropped.